Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5094588) on 10-jun-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('stabbing lower pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), gastrointestinal disorder ("bowel issues"), menorrhagia ("menorrhagia"), gastrooesophageal reflux disease ("acid reflux"), anxiety ("anxiety"), night sweats ("night sweats"), urinary tract infection ("uti"), fungal infection ("yeast infections"), feeling abnormal ("brain fog"), palpitations ("heart palpitation"), dysgeusia ("metallic taste"), libido decreased ("decreased libido") and fatigue ("chronic fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, gastrointestinal disorder, menorrhagia, gastrooesophageal reflux disease, anxiety, night sweats, urinary tract infection, fungal infection, weight increased, feeling abnormal, palpitations, dysgeusia, libido decreased and fatigue outcome was unknown. The reporter considered anxiety, dysgeusia, fatigue, feeling abnormal, fungal infection, gastrointestinal disorder, gastrooesophageal reflux disease, libido decreased, menorrhagia, night sweats, palpitations, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5094588) on 10-jun-2020. The most recent information was received on 07-jul-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('stabbing lower pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), gastrointestinal disorder ("bowel issues"), menorrhagia ("menorrhagia"), gastrooesophageal reflux disease ("acid reflux"), anxiety ("anxiety"), night sweats ("night sweats"), urinary tract infection ("uti"), fungal infection ("yeast infections"), feeling abnormal ("brain fog"), palpitations ("heart palpitation"), dysgeusia ("metallic taste"), libido decreased ("decreased libido") and fatigue ("chronic fatigue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, gastrointestinal disorder, menorrhagia, gastrooesophageal reflux disease, anxiety, night sweats, urinary tract infection, fungal infection, weight increased, feeling abnormal, palpitations, dysgeusia, libido decreased and fatigue outcome was unknown. The reporter considered anxiety, dysgeusia, fatigue, feeling abnormal, fungal infection, gastrointestinal disorder, gastrooesophageal reflux disease, libido decreased, menorrhagia, night sweats, palpitations, pelvic pain, urinary tract infection and weight increased to be related to essure. The reporter commented: the seriousness criterion ¿disability/permanent damage¿ was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.